Event description:
It was reported that during testing conducted at the user facility the core impaction drill was getting hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The technician was unable to duplicate the reported event but noted that the driveshaft bearing was damaged.